Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device fired the first 2 times, but the clips weren't closing. Case completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.